Event description:
During a wrist fusion procedure between the lunate and capitate bones, an acumed 30.0mm mini acutrak 2 bone screw was implanted. At an unknown time after the procedure, the screw broke. The screw was removed and two screws (28mm and 26mm) were implanted to replace the broken screw. The surgeon stated patient was likely an early noncompliant patient.

Manufacturer narrative:
(B) (4): the information provided by the initial reporter indicates that the patient was a (B) (6), male, laborer that may have returned to work before the fusion was complete. If the patient repeatedly over stressed the screw before the joint fused, it is possible to cause the failure seen in this case.